Event description:
On (B)(6) 2023 the customer contacted medela llc stating her hands-free collection cups were not provided adequate suction and the membrane was not moving. Customer service sent the customer a new set of hands-free collection cups. On (B)(6) 2023, the customer emailed the complaint handler in response to the product return follow up email stating, she has not had time to send back the product since she has developed mastitis from her hands-free collection cups not working.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying breast shield fit. Customer service sent the customer a new set of hands-free collection cups. The customer responded to the complaint handler that she was diagnosed with mastitis at the emergency room and was prescribed a medication. They did not provide which pump they had or the current status of their mastitis. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.